Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were recommended but not made. Subsequently, a second transmission was received showing the non-sustained lead noise and post-paced t-wave oversensing continued. Recommended programming changes are planned for next in-clinic follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.